Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2007.

Event description:
It was reported that a lead alert triggered post-operatively, due to a significant drop in impedance on the patient's right atrial (ra) lead. The patient had just undergone a procedure that was in proximity to their device and leads. Follow-up investigation revealed that a device check was done, and no abnormalities were found with the ra lead, and measurements were within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.